Event description:
It was reported that balloon rupture occurred. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was selected for use. However, during inflation, the balloon ruptured near beyond nominal pressure. The procedure was completed with different device. No patient serious injury nor complications were reported.